Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy (with complications)'), abortion spontaneous ('stillbirth/miscarriage') and neoplasm malignant ('cancerous issues') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included nickel sensitivity in 1996, kidney infection and fibromyalgia. Previously administered products included for an unreported indication: depo-provera from 2011 to 2013 and depo-provera from 2008 to 2011. Concurrent conditions included metrorrhagia, cramp in lower abdomen and morbid obesity. Concomitant products included cetirizine hydrochloride (cetirizine), metformin and paracetamol (tylenol). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced weight fluctuation ("weight fluctuation"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("chronic back pain/lower back"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2014, the patient experienced skin irritation ("constant itchy where my belly button down to vagina/abdominal skin irritation"). In (B)(6) 2015, the patient underwent tooth extraction ("dental problems/tpo teeth removed"). In february 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)/clot") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2016, the patient experienced migraine ("migraine/migraines / headaches") and nausea ("nausea"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), uterine scar ("excessive uterine scar tissue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), post-traumatic stress disorder ("ptsd/paranoia"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("neurological conditions/problems"), paranoia ("ptsd/paranoia"), vulvovaginal pruritus ("constant itchy where my belly button down to vagina/itching pelvic area"), abdominal pain upper ("stomach pain"), abdominal pain lower ("cramping") and skin disorder ("skin issues") and was found to have weight decreased ("weight loss") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, abdominal pain, menorrhagia, uterine scar, post-traumatic stress disorder, fatigue, gastrointestinal disorder, tooth extraction, hormone level abnormal, migraine, headache, nausea, nervous system disorder, weight increased, weight decreased, vaginal haemorrhage, paranoia, vulvovaginal pruritus, abdominal pain upper, abdominal pain lower, weight fluctuation and skin disorder outcome was unknown and the back pain, dyspareunia, metrorrhagia, allergy to metals, skin irritation, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, allergy to metals, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, neoplasm malignant, nervous system disorder, paranoia, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, skin disorder, skin irritation, tooth extraction, urinary tract disorder, urinary tract infection, uterine scar, vaginal haemorrhage, vaginal infection, vulvovaginal pruritus, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) patient received treatment for chronic back pain, dyspareunia (painful sexual intercourse), fatigue, gi conditions, dental problems, hormonal changes, migraine, headaches, nausea, neurological conditions/problems, weight gain and weight loss. Approximately 4-5 springs on the right and the left side had less than 1 spring visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Ultrasound pelvis - on (B)(6) 2017: no free pelvic fluid visualized. No acute abnormality of t he pelvic ultrasound. Specifically, no evidence for ovarian torsion. No acute abdominal or pelvic abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Date of explant updated. This case was upgraded from other event to incident. New events were added: pregnancy (with complications), stillbirth/miscarriage, chronic back pain, dyspareunia (painful sexual intercourse), metrorrhagia (bleeding between periods), nickel allergy, rash/skin condition, hypersensitivity, psych injury, bladder problems, urinary problems, bladder infections, urinary tract infection , vaginal infections, fatigue, gi conditions, dental problems, hormonal changes, migraine, headaches, nausea, neurological conditions/problems, weight gain, weight loss and device ineffective. Reporter information and medical history were added. Fu 3, 4 and 5 processed together. On (B)(6) 2019: pfs received. New events were added: abnormal bleeding (vaginal, menorrhagia), paranoia, vaginal itching, stomach pain and she did not underwent essure confirmation test. Event psych injury was updated to ptsd/paranoia, rash/skin condition was updated to constant itchy where my belly button down to vagina/abdominal skin irritation, dental problem was updated to teeth removed, onset date of the events were added: weight gain, fatigue, bladder infections, urinary tract infection , vaginal infections, hormonal changes, dysmenorrhea (cramping), bladder problems, urinary problems, menorrhagia, migraine/ headache, nausea, pelvic pain and lower back pain. Reporter information, historical, concomitant, treatment drug, medical history and lab data were added. Fu 3, 4 and 5 processed together. On (B)(6) 2019: pfs received. Event itching pelvic area was clubbed with constant itchy where my belly button down to vagina. New event weight fluctuations was added. Reporter information was added. Fu 3, 4 and 5 processed together. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.